Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. G3: corrected PMA. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file; however, the reported event of the mobile power unit¿s (mpu) patient cable being significantly twisted was not confirmed. The provided log file contained data spanning approximately 2 days (06feb2024 ¿ 08feb2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. Two no external power alarms were observed on 08feb2024 while the mpu was in use. The alarms appeared to have been caused by the voltage within both power cables briefly dropping below the alarm threshold, and these alarms resolved within a few seconds of activation when power was restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, no further alarms had occurred after exchanging the mpu. Although the root causes of the reported events were unable to be conclusively determined, damage to the mpu¿s patient cable could have caused the atypical no external power alarms to occur. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported no external power alarms despite being attached to power. No external power events were recorded on 08feb2024 while connected to mobile power unit (mpu) power at 04:11, 06:07, and 06:08. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by these events. The patient reported having audible alarms and there were not any power disruptions at home. The cords appeared intact, and the locking ac power cord was in use, however the cord used to attach to the controller was significantly twisted. The mpu was replaced. The patient reported no further no external alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.